Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stopped working and had blank screen. Also there was crack on the battery compartment. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device passed active current measurement, sleep current measurement test, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device was monitored. No blank display noted during testing. However, device received with corroded battery tube. The following were noted during visual inspection: corroded battery tube, broken battery tube threads, scratched case, missing display window cover, pillowing keypad overlay, broken battery tube threads and end cap address label missing. The p-cap does lock properly.